Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the tip coils of two bmw guide wires became stretched during use. No patient effects were reported. No additional event or patient information is available. This is being reported based on the returned product evaluation, which revealed that the guide wires were separated.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the first guide wire was returned inserted inside a rx voyager balloon catheter. The guide wire could not be removed from the balloon catheter. The tip coils were separated at the center solder. The tip coils wer not returned with the guide wire. The shaping ribbon was separated at the distal end of the core. The distal end of the shaping ribbon was in a corkscrew shape. There were several offset intermediate coils proximal from the center solder for a length of 16.5 cm. The innermember on the balloon catheter was wrinkled and bunched; therefore, the guide wire was not able to be removed from the balloon catheter. The second guide wire was returned without any blood or contrast visible. The tip coils were separated at the center solder. The tip coils were not returned with the guide wire. The shaping ribbon was separated at the distal end of the core. There were several offset coils between the center solder and 23 mm proximal from the center solder. There was no other damage noted to the guide wire. The guide wires were sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information. Results of the sem analysis on the guide wires indicate that the guide wire cores were subjected to excessive torsional overload beyond its design limit causing the tips to detach. For the guide wires to separate due to torsional overload, some portion of the guide wires would have to be trapped either in the anatomy or in another device and excess torque applied. The analysis showed that the first guide wire was stuck in the returned voyager and this may have caused the force that fractured the guide wire tip in the attempt to separate the devices. The cause of the initial resistance could not be determined, but both devices were heavily damaged. This was evident by the guide wire coils being pushed distally and being offset and by the wrinkled voyager wire lumen, which is typically the result of the guide wire meeting resistance. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing, pushing or pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the guide wire lumen of the catheter or on the guide wire can also be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause coil overlap. If the resistance is not reduced and continued force is applied to the guide wire with an overlapped coil, the result is permanent deformation and the guide wire becomes locked or frozen in the catheter as appears to have happened in this instance. The catheter also becomes damaged during this process. Overall, the analysis of the returned device indicates that reduced clearance caused the guide wire damage, but the initial cause of the reduced clearance could not be determined. A review of the device lot history record (lhr) for the first guide wire did not reveal any non-conforming material reports associated with this lot. The lhr for the second guide wire was not reviewed because the lot number is unknown. This MDR is considered closed by the product performance group.